Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, underweight, broken shell, red biological tissue on the shell, and missing a piece of shell (0-25%). A microscopic analysis was performed which identified, two striated openings on anterior, sharp broken with stress marks near of the broken site, this condition was called surgical impact. A dimension measurement in the shell was performed which identify, the thickness within specification. Based on the device analysis, the final assessment is: two striated openings on anterior assessed, as surgical damage. Sharp broken on posterior assessed, as surgical impact. Missing shell assessed, as inconclusive.

Event description:
Healthcare professional reported, rupture. Discovered via MRI. And capsular contracture, baker grade IV. This record relates to right side. The device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture and rupture.

Event description:
Healthcare professional reported rupture discovered via MRI and capsular contracture baker grade IV. This record relates to right side. The device has been explanted and replaced with a non allergan device.